Event description:
The hospital's purchasing reported that the hosp has been having a problem with tips falling off since last year. In one case the tip fell into the surgical wound and had to be retrieved. No records were kept of these events. The pt was not harmed. The hosp risk management does not consider this meets the requirement of a mandatory report from them.